Event description:
Boston scientific received info that this right atrial (ra) lead was not sensing the pt's p wave. It was reported that the drop in p wave amplitude was seen shortly after implant. The lead was reported to have non-functional capture. The lead was suspected to have moved. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse pt effects reported. The lead has been returned for analysis.